Event description:
Procedure type: low anterior resection. According to the reporter: the device was used to close the adjacent side of the anal section by double stapling. For recovery, a part of uncut membrane mucosa was resected by use of surgical scissors. By additionally suturing, the staple line was completed. There was difficulty in removing the device from the tissue. By cutting the tissue with surgical scissors, the device was released. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss. There was no unanticipated tissue damage.

Manufacturer narrative:
(B)(4).